Event description:
It was reported that a pump alarmed for door not fully latched. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. During evaluation, the unit displayed "door not fully latched" messages caused by loose link screw (upper). The condition was eliminated during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced.